Manufacturer narrative:
Article: first-year complications after immediate breast reconstruction with a biological and a synthetic mesh in the same patient: a randomized controlled study. Source: j surg oncol. 2021;123:80¿88. 8 september 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a prospective study compared outcomes of patients undergoing bilateral mastectomy and immediate breast reconstruction with biological mesh on one side and synthetic mesh on the other side between 2016 and 2018. The suture was used to stitch the mesh. There were 24 patients and post-operative complications included: seroma, infection, hematoma, and re-operations (for removal of implant due to infection and hematoma evacuation).